Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet was confirmed. The product returned for evaluation was one 3cg stylet. The returned product sample was evaluated and confirmed to be kinked. The following observations were made which were consistent with this failure type: microscopic examination revealed deformation of the stylet tubing at magnet edge(s). Measurements of the stylet tubing and magnet were taken and confirmed to be within specifications. Although the kink in the wire could be confirmed, the root cause could not be determined through examination of the returned sample. The observed features were suggestive of circumstances which included stylet kinking, likely during the insertion process; however, it appeared that additional unidentified factors may have also contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that ¿while inserting PICC-after one pass and meeting resistance, 3cg wire was removed from patient and tip was noted to be bent at a 90-degree angle. New 3cg wire was acquired and used for completion of procedure¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that ¿while inserting PICC-after one pass and meeting resistance, 3cg wire was removed from patient and tip was noted to be bent at a 90-degree angle. New 3cg wire was acquired and used for completion of procedure¿ no other information was provided.